Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that during preparation of the 9.0x39mm omnilink elite stent delivery system (sds), the stent dislodged from the delivery system possibly due to manipulation by wiping the shaft with a compress. It was possible that the device was not prepared correctly. Additionally, it was reported that during preparation of the 10.00x59mm omnilink elite stent delivery system (sds) the wire lumen was flushed; however, negative pressure was not held. It should be noted that the omnilink elite instructions for use (IFU), states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, the account was unsure if the device was prepared correctly; however, it is unlikely the IFU deviation related to incorrect device prep contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 9.0x39mm omnilink elite stent delivery system (sds), the stent dislodged from the delivery system possibly due to manipulation by wiping the shaft with a compress. It was possible that the device was not prepared correctly. The stent came off the balloon and dropped on the table. Another omnilink elite stent completed the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.